Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that episodes of non-sustained lead noise were observed. The device remains implanted and programming changes were made. Patient is fine after the event.